Event description:
Svc(superior vena cava) lead impedance warning on (B)(6) 2023. Right ventricle defibrillator lead impedance warning on (B)(6) 2023. Device appears to be occasionally under sensing on atrial lead during atrial tachycardia /atrial fibrillation event(s). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5154955.